Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Information not provided.

Event description:
Patient had a plate installed on (B)(6) 2015, at (B)(6) after cutting through his left radius with a saw. On (B)(6) 2016 patients' arm was hurting and felt a lump just below the bone. An x-ray showed that the plate was broken. Approximately three weeks later patient had a revision on his wrist at (B)(6) hospital. The plate was explanted and a different kind of plate was implanted. Patient is concerned about the thickness of the plate. Patient is concerned regarding the plate that was removed. He wasn't sure if it was part of a recall.

Manufacturer narrative:
The reported incident that anatomical volar dr plate standard, left, long was alleged of issue s-12 (implant breakage after surgery) was confirmed in the x rays. Based on investigation, the root cause was attributed to a patient related event. The failure was caused by a non union of the patient bone. Nevertheless, we cannot exclude a user related event in case that, with a different technique, the healing of the bone could have been enhanced. The failure mode was confirmed due to the x-rays received. Nevertheless, the failure was not able to be assigned to the product itself. Due to the non union of the bone, all the forces are transmitted to the plate, thus, if the plate is exposed to these forces in a prolonged time, it will break due to material fatigue. The ifus provided identify as a warning that the "implants are designed to function only until bone healing (usually 6-10 weeks). Delayed healing, nonunion or subsequent bone resorption or trauma may lead to excessive stress on the implant(s) and result in loosening, bending, cracking or fracturing." The x-rays show that after 12 weeks there was non union in the bone and after 20 weeks the implant was found broken. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Patient had a plate installed on (B)(6) 2015, at (B)(6) after cutting through his left radius with a saw. On (B)(6) 2016 patients' arm was hurting and felt a lump just below the bone. An x-ray showed that the plate was broken. Approximately three weeks later patient had a revision on his wrist at (B)(6). The plate was explanted and a different kind of plate was implanted. Patient is concerned about the thickness of the plate. Patient is concerned regarding the plate that was removed. He wasn't sure if it was part of a recall.